Event description:
It was reported that the asymptomatic patient presented for in-clinic follow-up. Upon interrogation of the implantable cardioverter defibrillator, far-r wave over-sensing was observed. Programming adjustments were discussed; however, no interventions were reported. There were no patient consequences.